Manufacturer narrative:
(B)(4). This report was from a patient who stated that their pet damaged the patient line tubing. This report was not confirmed in the lab due to a lack of sample; however, per information within the complaint the cause of the damage is due to animal damage. A label review was performed. This review found the labeling adequate for the user error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A care giver (cg) contacted (B)(4) needing assistance ending therapy on the home choice (hc) unit during fill. The cg stated the cat chewed through the patient line. The technical service representative (tsr) assisted the cg with ending therapy. There was no patient injury or medical intervention reported. (B)(4) contacted the care giver (cg) on (B)(6) 2010 regarding the reported problem. The cg stated they started over with new supplies. The home patient (hp) has continued therapy no injury or medical intervention was reported.